Event description:
Reportedly, the battery curve showed one year of data during the implantation of the subject ICD on (B)(6) 2020. Additionally, several episodes of vf recorded on (B)(6) 2020 (prior to the implantation) were stored in the device memories.